Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced both universal surgical manipulators (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure that universal surgical manipulator (usm) 2 faulted with non-recoverable error 32056 twice. The customer performed a system reboot and emergency power off, but the error persisted. The customer elected to disable usm 2 and proceed using x3 usms. There were no reports of patient injury.